Event description:
Omniwire was used . No wave form and error message was (107) the pressure wire has short condition. Opened another omniwire and same thing happened. No wave form showed up and same error code (107) the pressure wire has short condition and also another error code (108) short connection.